Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter displayed an error message ¿faulty strip try a new strip ¿message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter issue started on (B)(6) 2017. She stated that she manages her diabetes with insulin (self-adjuster), and in response to the alleged meter issue she consumed less food and drink than normal. One hour after the meter issue began the patient reported that she developed symptoms of ¿sweating, clammy hands and feeling lightheaded¿, self-treating them with consuming some fruit and half a can of ¿cantaloupe¿. The csr walked the patient through and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.